Event description:
The patient's following physician indicated that there was no reported trauma or manipulation to the lead. Further information from the operative notes were received. The surgeon indicated that the lead looked "old," but he also reported that he believed the lead was functioning properly. He planned to implant the generator submuscularly but because of the condition of the lead, decided to implant the generator superficially. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the surgeon found a lead fracture during a generator replacement surgery. High impedance was not detected on the previous generator or on the replacement generator. The surgeon's operating notes clarified that there was an obvious split of the sheathing over the wires but that impedance was appropriate at 2500 ohms. He indicated that he believed that the lead will have a limited lifespan. He also noted that in a different location, there was a kink in the wire, and when it was straightened out, there was an obvious tear. The lead was not replaced during this surgery. No additional relevant information has been received to date. No known surgical intervention has occurred to date.